Event description:
The iab leaked back into the sys 97 pump. The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 3/10/98. [Pt's current status]: unk-rpt'd 3/10/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 9/28/98).